Event description:
During procedure laparoscopic stapler got stuck on the patients bowel. They were unable to open the jaws. At that time, a rep for the company was called. The pa was able to open the stapler using the emergency release. The defective stapler was removed from the field at that time. There was no harm to the patient. Manufacturer response for stapler, (brand not provided), (per site reporter).